Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported that the battery cap on the insulin pump is stripped and she is unable to remove it to change the battery. Customer stated that the battery inside has no charge and the insulin pump does not turn on. Customer was unable to remove the battery cap with a quarter or a flathead screwdriver. Customer also reported that she experienced high blood glucose over 700 mg/dl the evening prior to the call. She was at the hospital for some tests her doctor sent due to diabetes affecting her stomach. Customer stayed at the emergency room because of having high blood glucose but she explained that she had been off insulin pump therapy for a week and was on back up plan. She also stated she has a mini stroke. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.